Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. The user subsequently delivered 200j to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device returned to zoll medical corporation for evaluation. Review of the clinical file did show the customer's report. The rapidshock analysis on the three segments during the CPR period determined the ECG waveform to be shockable, which was then confirmed by the pattern found in the first segment after the CPR period. The confirmation segment after the CPR period was not matched to a specific waveform type. However, the waveform metrics recorded and analyzed by the analysis algorithm were determined to be more closely aligned with a shockable rhythm. The ECG will be submitted to our advanced development team to help make improvements for future releases. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.